Event description:
It was reported through clinic notes received on (B)(6) 2011 that the patient's depression was worsening with feelings of hopelessness, severe tiredness, excessive sleepiness, lack of motivation and suicidal thoughts. This was said to have been progressing over the last 6 months. The clinic notes also mention that the patient has sleep apnea. The patient has since been referred for generator revision due to end of service; however it is unclear at this time if the patient's worsening depression is related to the end of service. It is also unclear if vns therapy has caused or contributed to the patient's sleep apnea. Attempts for additional information are in progress.

Event description:
Attempts for additional information have been unsuccessful to date.